Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 420 mg/dl, 600 mg/dl. Insulin pump received motor error alarm. Customer able to clear the alarm but tried 4 times to rewind insulin pump. It was reported that drive support cap was normal. Insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).